Event description:
It was reported that a clearlink system - non-dehp solution set with duo-vent spike was leaking from the vent. The leak was observed while priming the set with saline prior to connecting to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and a crack was observed on the vent cap on the top end subassembly. Functional testing was performed including pressure testing, and it was noted that there was a leak in the chamber. A pull test was also performed, and no separation was noted. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.